Event description:
The device was prepped and flushed as per normal. It worked fine, until pulling back the needles the sutures broke off of the needles. A j wire was put back into the perclose and the device was removed and a new one was used and worked fine. (Both devices same lot numbers).